Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. The serial number of the infusion device was not provided. No adverse event was reported. The infusion device was requested to be returned for product evaluation.